Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a jolt, huge vibrations and shock in the vaginal area that woke her up in the middle of the night, she wanted to know if that was normal. The patient stated she fell 3-4 days prior and few weeks where her healthcare professional (hcp) gave her a walker to help her walk. She indicated that the therapy was on. Patient services called patient back and recommend turning therapy off to see if turning therapy off will help with pain. No further complications were reported or are anticipated.